Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 04-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected on the bus. A field service engineer (fse) arrived onsite and identified that drawer 4 was not detected on the bus and the cubie was not displayed. The j board for the full-height unit was replaced, and the station was rebooted successfully. The drawer returned to an operational state and was tested and verified by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failure on the station and the drawer was not detected on the bus. The customer attempted to recover the failed drawer, but it remained undetected on the bus. The customer reported rebooting the device, shutting down the station by unplugging the power cord from the back of the station and waiting for 10 minutes, and then reconnecting the power cord. After attempting to recover the drawer again, the customer stated that the drawer continued to fail and could not be recovered. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.